Event description:
During follow-up, the device was observed to be in the elective replacement interval and was scheduled to be replaced. The device was noted to be in back-up mode and the patient expired due to unknown causes. The physician does not believe the patient death was related to the device. Abbott technical support was unable to determine why the device went into back-up mode. Further information was not available.